Manufacturer narrative:
This event will be addressed under manufacturer report number 2916596-2021-03840.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that upon an inspection of the power module, there were four broken rubber vent bands, a missing battery, and the bottom housing was cracked on the side.